Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 2 mcg/day) and baclofen (1000 mcg/ml at 80 mcg/day). It was reported that the patient was admitted to hospital for increased confusion. There were no known environmental factors. A magnetic resonance imaging (MRI) was performed and the hcp requested to lower pump dosing. It was unknown if the issue was resolved; patient was alive with no injury. No further complications have been reported as a result of this event.